Event description:
Terumo medical corporation received the following information: it was reported that at the end of the left leg angiogram the angio-seal was inserted into the groin area easily. He then inserted the angio-seal deployment device in the sheath, and the foot plate would not deploy. He stated he felt resistance in the device. The groin was not scarred or calcified. The patient was fine and stable. They were able to successfully deploy another company device. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the angio-seal device was left lower extremity angiogram. A 6fr procedural sheath was used. There was no issue with access of sheath, wire, or catheter. A groin shot was taken. There were no issues with insertion, or withdrawal, however, some resistance was felt during attempted deployment. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
D6a: d6b: explanted date: e3: occupation: surgical tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.